Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of therapy, while the hp was connected. The hp also stated that there was air in the patient line. During troubleshooting, it was revealed that the setup had not been properly primed prior to use. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm and advised the hp to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.